Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left- mentor siltex round moderate profile 350/400cc saline breast implant, serial number (B)(4), catalog number 3542913. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a primary breast augmentation with mentor siltex round moderate profile 350/400cc saline breast implants which the right side deflated after implantation. As a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Serial number of the suspect device is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device image completed on (B)(6) 2022 upon the visual evaluation of the image provided in the complaint, the implant was observed deflated. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary.,background: deflation is a known complication associated with mentor mammary all the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device image evaluation completed on (B)(6) 2021: upon the visual evaluation of the image provided in the complaint, the implant was observed deflated. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On (B)(6) 2021 mentor became aware that follow up 2, unintentionally missed reporting replacement devices. Manufacturer¿s reference number: (B)(4). R) cat#:3544450 sn#: (B)(6). L) cat#:3544450 sn#: (B)(6).

Manufacturer narrative:
Additional information received on november 3, 2020 indicated that the left device was deflated, and the right device was intact. As a result patient underwent bilateral capsulectomies and bilateral replacements with unknown implants. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/08/2018, the suspect device was investigated: device evaluation summary upon receipt by mentor, the device contained no fluid. Red and yellow material were observed within the device. White and yellow material were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed two rents on the posterior view measuring approximately 0.6 and 0.2 cm. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the red, yellow and white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).